Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopausal menorrhagia, adenomyosis uteri, stress urinary incontinence, obesity, depression, incisional hernia, endometrial polyp and septate uterus. Obesity bmi greater than 35. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metrorrhagia"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding and intermenstrual bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and intermenstrual bleeding to be related to essure. The reporter commented: right: coils were counted the number was 6. Left :there were 4 coil present in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Previously reported event "medical device removal" updated to ¿abnormal uterine bleeding¿. Lot number,medical history,rcc, lab data and reporter information was added. New event added- metrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopausal menorrhagia, adenomyosis uteri, stress urinary incontinence, obesity, depression, incisional hernia, endometrial polyp and septate uterus. Obesity bmi greater than 35. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metrorrhagia"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding and intermenstrual bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and intermenstrual bleeding to be related to essure. The reporter commented: right: coils were counted the number was 6. Left :there were 4 coil present in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Lot number: 50713469 manufacturing date:2013-02 expiration date:2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.